Event description:
In 2007, a gore propaten vascular graft was implanted in a male patient in the right lower limb position. In the following month, the patient had a right transmetatarsal amputation. On the following month, the patient had a right below knee amputation.